Manufacturer narrative:
A siemens global product support (gps) evaluated the instrument data and did not find an instrument malfunction. The falsely low result was reproducible on another dimension vista instrument and another sample from the patient resulted as expected when tested on the same instrument. The cause of the discordant, falsely low enzymatic creatinine result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low enzymatic creatinine result was obtained on one patient sample on a dimension vista 1500 instrument. The sample was repeated on an alternate dimension vista instrument and the rerun result matched. The discordant result was reported to the physician(s). Another sample from the same patient was later tested on the same instrument and resulted higher. It is unknown if the result from the second sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low enzymatic creatinine result.